Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter: occurred during a laparoscopic right hemicolectomy. For the third fire with a new reload the device would not fire. Only one status indicator was illuminated green at that time. They replaced the battery but the device still would not fire. The surgeon was not able to press any of the buttons. In order to complete the case they used a manual handle. No patient injury.